Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 27 g x 1 1/4 in. Bd precisionglide specialty use sterile hypodermic needle broke off at the needle hub and the needle remained in a patient's upper thigh. The patient received an x-ray and was transferred to angiography where the broken needle was removed.

Manufacturer narrative:
Results: a sample has not yet been received for evaluation. However, a review of the device history record for the assembly batch (B)(4) was conducted and revealed no irregularities during the manufacturing process. Conclusion: a conclusion is not yet available as the evaluation is still in progress. Upon completion of the investigation, a second supplemental MDR will be submitted.

Manufacturer narrative:
On the previous supplemental MDR it was reported that the device history record review was for the assembly batch 5303747. The assembly batch number is incorrect and should be assembly batch # 4352796. Additional information: results: although it was previously reported that a sample would be returned for evaluation, the customer did not send a sample to be inspected. A review of the device history record for the reported lot # 5302651 and assembly batch # 4352796 revealed no irregularities/defects during the manufacture of the device. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure.